Event description:
It was reported that prior to starting a da vinci si surgical procedure, the prograsp forceps instrument was not recognized by system. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on a da vinci is3000 system and it passed an instrument recognition test. Failure analysis investigation also found that the distal end of main tube had various scratch marks exhibiting light material removal. Scratches were .035 - .185 in length and not aligned with the tube axis. No other damage was found. It was concluded that the damages to the main tube was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.